Event description:
A health care professional contacted lifescan alleging high readings on the surestep meter. The med affairs spec (mas) mailed a letter since the hcp could not be reached by telephone for further clarification. The hcp mentioned that they tested a pt with a reported blood glucose results of "140 mg/dl" with a lifescan meter and "108 mg/dl" on a laboratory device. The hcp was unable / unwilling to verify the time difference between the readings. A pt was treated with 2u of humalog and became hypoglycemic. The hcp also mentioned that the control solution failed twice using the control solution. The hcp was unable/ unwilling to verify if the test strips and control solution were not expired. It would have been helpful to know wheter the test strips and control solution were expired, the time difference between the meter and lab, how soon after testing on the meter was the pt treated with humalog and how soon after treatment did the pt become hypoglycemic. Customer care agent (cca) sent the facility a replacement meter. The complaint is being reported as an adverse event, since the pt was treated based on the lfs meter and became hypoglycemic.